Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600, 300, 670, 139 mg/dl. The customer was treated with the insulin drip manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.